Manufacturer narrative:
When reviewing imdrf coding for associated international field action closure, it was determined that h6 should be updated to include 1535, incorrect, inadequate or imprecise result or readings. Initial report was submitted with only 1516, the device does not provide or display a valid reading. This update ensures consistency with the event description that in a worst case scenario, if the customer were running the same assay type, but on different lots, the scc would receive the information from drawer #1 (lot a) as the data for drawer #2 (lot b). If this scenario occured, results would use the wrong calibration curve which could possibly lead to incorrect results (mis-quantitation) if the curves were different.

Manufacturer narrative:
Update to list of related mdrs included in h10. The following mdrs were reported as related to fa-am-oct2022-282: 3005248192-2022-00914; 3005248192-2022-00915; 3005248192-2022-00916; 3005248192-2022-00917; 3005248192-2022-00938; 3005248192-2022-00939; 3005248192-2022-00940.

Event description:
It was found at a customer site that after a pipettor camera barcode scan of a sample prep bottle in drawer #1, if a delay in the camera occurs where the scan data is not sent to the system control center (scc or computer) before the next bottle barcode in sample prep drawer #2 is scanned, the barcode information from drawer #1 is sent to the scc instead of the barcode information from drawer #2. In this case, the customer was attempting to run different assay types (rna vs dna); therefore, the customer experienced internal controls (ic) failure. In a worst case scenario, if the customer were running the same assay type, but on different lots, the scc would receive the information from drawer #1 (lot a) as the data for drawer #2 (lot b). If this scenario occured, results would use the wrong calibration curve which could possibly lead to incorrect results (mis-quantitation) if the curves were different. The alinity m software in release 1.7.0 was updated to add a transaction identifier (ID) to the scan request for a sample prep drawer camera scan along with the scan response. By ensuring that the transaction ids match, the response is guaranteed to match with the request, and barcodes cannot be assigned to the wrong sample prep drawer.

Manufacturer narrative:
During the submission review, it was determined based on additional review of the issue and process that this software update will be considered a field action. This action was reported per 21 cfr806 and is recommended to be reported as an fsca (field safety corrective action) as this field action is related to a correction of software events associated with health and safety hazards. Therefore, field action is also being reported via 21 cfr803. Urgent field safety notice / field correction recall (fa-am-oct2022-282) was issued on october 17, 2022 to address this issue. This action was communicated to the FDA on october 17, 2022 (3005248192-10/17/22-005c). The following mdrs were reported as related to fa-am-oct2022-282: 3005248192-2022-00915; 3005248192-2022-00916; 3005248192-2022-00917; 3005248192-2022-00918.